Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
No additional information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Date of event - there has been 3 events during (B)(6) 2019. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the customer claimed that there was a leak between the two bladders because when they tried to deflate the distal bladder after both bladders have been inflated both bladders are deflated. They could not only deflate one bladder and then the cuff was useless for the ivra procedure. It could even be dangerous for patient with heart problems, so the customer did not trust the cuff and has stopped using them. The event occurred during multiple surgeries. No adverse events were reported as a result of this malfunction.